Event description:
Related manufacturer reference number:2017865-2024-58228. Related manufacturer reference number:2017865-2024-58231. It was reported that the right ventricular lead, right atrial lead, and left ventricular lead dislodged. It was also observed that the lv lead thresholds were high. It was noted that the patient had to move quickly to use the restroom, and this may have caused all the leads to move. The ra and rv leads were explanted and replaced. The lv lead was still in the cs and was able to be repositioned with a guidewire to an acceptable location. The patient was in stable condition.

Manufacturer narrative:
The reported event was lead dislodgement. As received, a complete lead was returned in one piece with the helix found retracted and clogged with blood/ tissue. After cleaning, the helix was able to extend and retract by applying torque directly to the connector pin. The full helix extension length was measured within specification. Visual and x-ray examinations of the lead did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts.